Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for eval and this complaint is still under investigation.